Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there may have been an access issue during device upgrade and there was possible elevated impedance. The lead was difficult to be removed due to a strong adhesion. The lead was removed and replaced. No patient complications have been reported as a result of this event.